Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, high impedance was observed. Capture could not be obtained. The lead was not implanted and a replacement lead was implanted at that time.